Event description:
The pt reportedly experienced an overly loud stimulation followed by sound quality issues with her device. The external equipment was exchanged. The problem was not resolved. Add'l testing showed that the device lock could not be maintained for further troubleshooting. Reimplant surgery will be scheduled.